Event description:
A bls crew connected to the device to a pt described as in an unstable condition. Reportedly, the device prompted `connect electrodes'. An emt crew was on the scene and they connected their manual defibrillator to the pt through a fresh set of electrodes. There were no adverse affects to the pt.